Manufacturer narrative:
(B)(4). The complaint t-piece of the 900rd010 single use infant resuscitation circuit kit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the setting knob of the t-piece of a 900rd010 single use infant resuscitation circuit kit was not operating correctly. This was observed during use on a pt. It was further reported that a quantity of 30 t-pieces were affected. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint 900rd010 resuscitation circuits were not returned by the hospital and are no longer expected. Our analysis is based on the information provided by the hospital. Results: the hospital reported that the positive end expiratory pressure (peep) adjusting knobs on the 900rd010 resuscitation circuits were not fixed during operation. It was further reported that the setting knob rotated too easily. Conclusion: the 900rd010 single use infant resuscitation circuit assembly consists of a breathing tube and a t-piece, and is being connected to an fph rd900 neopuff infant resuscitator. The preset peep resuscitation t-piece is designed to deliver appropriate peep pressures and to enable the delivery of peak inspiratory pressure (pip) when the peep orifice is occluded. It is possible that the peep adjusting cap of the t-piece was unintentionally rotated during use causing the setting knob to rotate easily. The manometer of the rd900 neopuff displays the pressure in case the set peep is unintentionally changed during resuscitation. The spring inside the t-piece is designed to minimise the chance of accidentally changing the peep pressure. (B)(4).